Event description:
It was reported that the patient was hospitalized on (B)(6) 2022 due to diabetic ketoacidosis (dka) that the patient alleges is due to her personal diabetes manager (pdm) not holding a charge in its battery. The patient reported the symptoms they were experiencing were dka, vomiting, and a racing heart. The patient was treated with insulin and magnesium along with medication for vomiting and stomach burn. The patient also reported she had an IV and an x-ray. The patient did not recall the events from the x-ray. The patient was prescribed two medications but was unaware of what they are. The patient wore their pod to the hospital however it was removed from the patient while there. The patient was discharged from the hospital on (B)(6) 2022.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
Investigation of the device confirmed the reported inability to hold charge. The cause of this issue could not be determined. Correction to d(4): sequence number changed from unavailable to (B)(6).